Event description:
Reporter alleged at 11:53 customer felt bad and took a glucose reading resulting in 215 mg/dl so emergency medical systems (ems) was called. It was stated ems meter read 51 mg/dl at 12:02 pm so customer was treated with a "sugar cocktail". No other actions or treatment was reportedly received by the customer. A request was made for the return of the suspect device and replacement product was sent.